Event description:
It was reported that, "removing a reflex hybrid 14mm plate removing 14mm fixed sd screws. Removal outer shaft engaged screw head draw rod was advanced clockwise with little resistance and was advancing in the screw as expected then all of a sudden with no warning the inner shaft spun free and was determined that the tip was broken off inside the screw head. Screw was successfully removed using gold driver with a delay of 10 minutes to the case. No obvious adverse reaction to the patient other than delay of case."

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment. Results: the returned instrument, reflex hybrid revision driver screw extractor, was visually inspected and the distal tip was confirmed to be broken. The manufacturing records review did not reveal any relevant manufacturing issues lot that may have contributed to the reported event. It was reported that the reflex hybrid driver draw rod extractor inner shaft tip broke off inside the screw. A surgical delay of 10 minutes occurred as a result of the reported event, however, no adverse consequences were reported and surgery was successfully completed. The surgical technique states that "while the revision driver is attached to the screw, pivoting or angulation of the instrument must be avoided as this can cause bending or breaking of the inner shaft ". The surgical technique also states that "the revision driver must be axially aligned with the screw trajectory and fully seated in the screw head before inserting or tightening the inner shaft ". Excessive tightening could also result in the deformation of the instrument distal tip. In the past, the cited cause of failure was excessive force. It is likely the excessive torque (a user error) led to the breakage. However, the exact cause cannot be determined conclusively and is likely multifactorial in nature. Conclusion: the instrument failure is believed to be the result of user-error. However, the exact cause cannot be determined conclusively and is likely multifactorial in nature.

Event description:
It was reported that, "removing a reflex hybrid 14mm plate removing 14mm fixed sd screws. Removal outer shaft engaged screw head draw rod was advanced clockwise with little resistance and was advancing in the screw as expected then all of a sudden with no warning the inner shaft spun free and was determined that the tip was broken off inside the screw head. Screw was successfully removed using gold driver with a delay of 10 minutes to the case. No obvious adverse reaction to the patient other than delay of case"